Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2008, a 21 mm trifecta valve was implanted. On (B)(6) 2017, the patient presented to a local emergency room with chest tightness and shortness of breath. The patient was hypotensive and transported via helicopter to another hospital where the aortic valve was found to be stenotic and calcified. There was decreased leaflet mobility, a torn leaflet and obstructive pannus noted. On (B)(6) 2017, the valve was explanted and replaced with a 23 mm sorin valve. The patient has been discharged. (Clinical study patient ID: (B)(6)).